Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors during screw insertion, such as excessive force/torque when implanting the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/17/2025, a sales representative reported via phone that an ar-8916vnr-03 volar distal radius plate and an ar-8724vcl-20 kreulock¿ compression screw failed. This occurred during a distal radius fracture on (B)(6) 2025. After placing the small 2.4 screws into the plate, the surgeon proceeded to insert the ar-8724vcl-20 screw into the plate, but the screw went straight through the plate. The surgeon proceeded to remove the plate and all the screws, including the one that went through the plate. The case continued using another ar-8916vnr-03 volar distal radius plate and another ar-8724vcl-20 kreulock¿ compression screw, along with the same 2.4 screws that were first attempted. The patient's bone was prepped using an ar-8916-14 drill bit. There was about a 10-minute delay that did not require additional anesthesia. There was no harm to the patient. Additional information was provided on 10/17/2025 where the sales representative reported that the patient had good bone quality.